Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders were not crossing over and shown as discontinued, but it was active in electronic privacy information center (epic). A technical support specialist confirmed with the customer that there was a delay in order crossing; however, the order eventually processed successfully. The customer verified via reports that the order was created at 14:00, while the user was able to remove the medication at 15:27 on the same day for the given order number. The customer also reported experiencing slowness and network issues at their site during that period. They confirmed that this was not a pyxis-related issue but likely a server communication delay caused by network performance at their facility, inquired whether the issue had recurred, and the customer confirmed there were no further occurrences. Overall, the system was functioning properly, and this appeared to be an isolated delay of approximately one hour with successful order processing. The system functioned as intended after the technical support specialist investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary epic order for chlordiazepoxide 10 mg was not crossing over to pyxis. Station showed for 5 mg instead of 10 mg and nurses were unable to get medications out of pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.